Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. Pt reported that for the past couple of weeks, their communicator and recharger are "acting up". Patient said when they try to recharge, they are seeing the communicator not found. Pt also said it took them "forever" to get to the therapy screen last night. Upon asking questions regarding the nature of the issue, pt stated that just the communicator would not pair and the handset said they needed to hold the communicator closer to the INS. Agent walked patient through connecting to their MyStim app and patient was able to successfully connect. The troubleshooting steps that were taken on the call resolved the issue. Patient will continue to monitor and call back if needed. Pt stated they wanted to turn therapy up because they were having pain. Pt then stated that they want to use a different group to get the pain. Pt stated they can't use the other groups they have and said they couldn¿t feel the current group they had (group A). This had been going on for about a month. Agent provided number for NAS and redirected pt to their healthcare provider.

Manufacturer narrative:
B3: Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.